Manufacturer narrative:
According to the description of the event, a pin broke off inside a pin adapter during the insertion. The pin adapter was provided for an optical examination along with the part of the pin, which is still stuck inside the pin adapter. The broken off part of the pin was not provided. It is assumed that this part of the pin was discarded. The fracture surface of the pin is very even. It is known that the issue occurred during use/ intraoperatively. However, this malfunction had no health effect on the patient. After the pin broke inside the adapter, another pin was used, which was directly impacted inside the bone. The manufacturing documents and the material certificates could not be checked, as no lot number is known of the pin. The surgical techniques and instructions for use were checked and showed no deviations. Based on the available information, no technical root cause could be determined why the issue occurred. It can only be assumed that the malfunction can be regarded as random failure of a component with regards to the pin. A potential cause could be an unintentional user error, but this cannot neither be confirmed nor denied due to lack of information. This event was assigned to the error patterns "break of the instrument" in the associated risk management.

Event description:
The following event was reported to implant cast gmbh: "pin in adapter broken off during insertion. The part of the pin that is inserted into the adapter cannot be removed from the adapter - result: adapter unusable" note: it is known that the issue occurred intraoperatively. However, according to the available information, this issue had no health impact on the patient, the user or third parties. After the pin broke inside the pin adapter, another pin was used which was impacted into the bone. The ic-pin adapter was reported as affected product. Based on the description of the event and the investigation, not the pin-adapter is broken, but the pin itself. Therefore, the main component was changed to the pin, despite not knowing the ref and lot number. However, it is very likely that a drilling pin (ref 42240132 or 42240133) is affected.